Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose was 414 mg/dl. Water was consumed and after pump supplies were changed, a bolus was delivered to address bg. Customer alleged the event was due to the pump. Customer declined tandem technical support's offer to perform a system check. Customer continued to use pump for insulin therapy. Reportedly, customer discussed event with a healthcare provider.